Event description:
The hospital was notified of recall involving shelhigh products. Infection control reviewed cases involving shelhigh from a few months prior to date of recall and noted that this patient had been diagnosed with endocarditis and positive methicillin resistant staph aureus (mrsa) culture months ago. Ultimately the patient required a heart transplant seven months later after the culture. We are reporting this to the FDA in an abundance of caution based on the FDA recall. It is not known whether the infection and ultimate outcome were related to the patch.